Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a trouble breathing, spitting out black/gray stuff throughout the night, throwing up black tinted phlegm, every morning after using CPAP, feeling like choking, not feeling like slept and having to increase emergency asthma inhaler usage, nosebleeds, black debris started to gather around mouth, gums and saliva and making feel so sick. The reported events of trouble breathing, spitting out black/gray stuff throughout the night, throwing up black tinted phlegm every morning after using CPAP, choking, not feeling like slept and have to increase emergency asthma inhaler usage and its reported severity was reviewed by the manufacture's clinical expert. There was serious injury reported or alleged to have occurred and the device may have caused or contributed to the serious injury. The patient reported having trouble breathing, spitting out black/gray stuff throughout the night, throwing up black tinted phlegm every morning after using CPAP, choking, not feeling like she slept and have to increase emergency asthma inhaler usage and was reviewed by pms clinical expert. These events are assessed possibly related to the product problem with the device, use error. There was no medical intervention required by the patient. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Corrected information provided in b5 and h6, the information (the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a trouble breathing, spitting out black/gray stuff throughout the night, throwing up black tinted phlegm, every morning after using CPAP, feeling like choking, not feeling like slept and having to increase emergency asthma inhaler usage, nosebleeds, black debris started to gather around mouth, gums and saliva and making feel so sick) was not included in initial report. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to an adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information from voluntary medwatch (mw5103180) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a trouble breathing, spitting out black/gray stuff throughout the night, throwing up black tinted phlegm, every morning after using CPAP, feeling like choking, not feeling like slept and having to increase emergency asthma inhaler usage, nosebleeds, black debris started to gather around mouth, gums and saliva and making feel so sick. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The section g2 report source has been corrected as other- medwatch 5103180.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information from voluntary medwatch alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a trouble breathing, spitting out black/gray stuff throughout the night, throwing up black tinted phlegm, every morning after using CPAP, feeling like choking, not feeling like slept and having to increase emergency asthma inhaler usage, nosebleeds, black debris started to gather around mouth, gums and saliva and making feel so sick. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was made blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 code health effect- impact code was corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.